Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The result was flagged as critical and was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer declined troubleshooting because there were no other issues with the method or patient sampling on the instrument. The customer stated that sample tubes are loaded onto their automation system and are not evaluated prior to sampling. The instrument is performing according to specifications. No further evaluation of this device is required.